Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length micro driver over the wire (otw) coronary stent in to a pt. The target lesion, located in the clx was described as very tortuous, with calcification, exhibiting 80% to 90% stenosis and was pre dilated. It was reported that all the devices had resistance when trying to deliver and that some force was applied. The relevant device could not cross the lesion. When the physician tried to remove the device from the pt he noted that the relevant stent started to slip off the balloon, then he pulled back and the relevant stent dislodged in vivo. It embolized out into the aorta and down past the renal. The physician discontinued any attempts and the stent remained in the pt. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: severe tortuosity, calcification, stenosis. Force applied to the device during advancement. Stent dislodgement. Conclusion: severe tortuosity calcification, stenosis. Force applied to the device during advancement.